Event description:
Pt has intermittent power on their one touch ultra meter. Pt mentioned that approx one week ago, they were having symptoms which consisted of feeling shaky, shortness of breath, did not feel good and was feeling really hyper. They tested their blood sugar and obtained a 452mg/dl. They took insulin based on that blood glucose reading. A little bit later they tried to test their blood sugar again and was unable to obtain a reading due to intermittent power. Family member took pt to the e.r., since they were still having symmptoms. In the e.r. Their blood glucose was a little over 500mg/dl. Pt was in the e.r. For 8 hours, and diagnosis was dka. Pt was treated with insulin and claims that if their meter was working properly, probably would not have gone to the e.r. Meter readings and e.r. Readings matched. Pt did suffer a serious injury; however, meter did not contribute to the injury. Customer service has been unable to resolve the intermittent power, and sent pt a new meter.